Event description:
Customer reportedly received results of 305mg/dl on the advantage system and 123mg/dl on a professional's method within 10 minutes. The customer did not provide the location where the discrepant results were obtained. No action was taken based on device results. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent.